Event description:
It was reported that high pacing lead impedance measurement was observed via merlin transmission. The trend showed that the measurements had been stable and within range until recently. The patient will be scheduled to be brought in for lead testing and possible x-ray. No further information is available at this time.